Manufacturer narrative:
The lead was kept by the hospital. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that 2 months after implant, the patients right atrial (ra) lead was found in the aorta via x-ray. It was noted that it was mistakenly implanted there. The system was explanted and a new system was implanted on the right side. No additional adverse patient effects were reported.